Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to make adjustments both with and without the antenna attached. The patient had the stimulation off for one week and she was going to turn it back on. The health care professional (hcp) had the patient turn off their therapy twice a year, "to give the nerves a vacation or break from being stimulated." No therapy issues were reported. The patient was unable to connect with and without the antenna. The patient had not seen any low battery screen. The patient received a new replacement programmer, and she was having the same issues. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient.